Event description:
The customer observed erratic architect ca19-9 xr patient results, where the initial patient value was elevated. The customer provided the following example of this issue: initial test = 200 u/ml, retest = 50 u/ml. The customer visually checked the analyzer and did not find a problem. Additionally, the issue was not resolved with a change in the lot of ca19-9 reagent. The customer was not sure of the maintenance situation relating to the probe, therefore, a service call was initiated. The field service engineer reviewed the instrument log and observed "spike noise" and changed the lot of reaction vessels, and the issue was resolved. No suspect patient results were reported out of the lab, and there was no impact to patient management.

Event description:
Attorney reported: in 2007 - the patient underwent hernia repair surgery and was implanted with a composix e/x mesh. In 2008 - the patient presented to his doctor with severe pain and swelling in his abdomen. At that time, his doctor opined that the hernia mesh had broken down and recommended surgery. One and a half months later - the patient underwent surgery to repair a recurrent ventral hernia in the area of the previously placed composix e/x mesh. During that procedure, the patient's surgeon found that the composix e/x mesh had completely detached from the abdominal wall and had significantly adhered to the intestines. The composix e/x mesh was removed, and multiple adhesions were lysed from the bowel. After the revised hernia surgery, the patient's incisional scar spontaneously popped open due to post-operative wound infection. The following month - the patient underwent out-patient debridement of the infected area. Four days later - the patient underwent a third inpatient surgery, which consisted of debridement of infected tissue, removal of the replacement mesh and insertion of a wound vac, which remained in place for approx two months. As a result of the defective composix e/x mesh, the patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 3m74-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.